Manufacturer narrative:
During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage resulted from mechanical forces applied during the surgery. Further inspection showed the ligature marks approximately 14cm distal to the is-1 connector pin. In this region, cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 6 days, it was reported that the ventricular lead had perforated the myocardium.